Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burnt. A root cause could not be identified . Based on the results of the investigation, it is likely the following led to the malfunction: the rf current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. The event can be detected/prevented by following the instructions for use which state: the precautions are listed in the user manual (operation section) ¿chapter 4 operation, 4.3 using endo-therapy accessories, high-frequency cauterization treatment¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.